Event description:
Device malfunction: device #2 blood marking was not significantly reduced. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the femoral artery using the proglide device after an interventional procedure. Reportedly, the pulsatile blood flow continued to exit from the marker lumen. The device was removed and a second proglide was used with the same results. Hemostasis was achieved using an angioseal. There were no other adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(Blood marking was not significantly reduced) - the proglide device #2, part# 12673-05, lot #64188-6h, is being filed under a separate medwatch MFR #2953144-2008-01285. The device was received. Investigation is not completed.